Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, post transfemoral transcatheter aortic valve replacement procedure for a 20mm sapien 3 ultra resilia valve, hemolysis due to perivalvular leak (pvl) was observed. Index procedure was completed with trivial to mild pvl. On postoperative day (pod) 4, blood test revealed that lactate dehydrogenase (ldh) was elevated to 1000's. The pvl was worsened to moderate. Hemolysis was determined as due to pvl. Blood transfusion was executed (amount unknown). Per an additional report, surgical valve replacement is scheduled (date unknown). The cause of the pvl was the gap created when the calcification on the leaflet was pushed during the valve inflation.

Event description:
As reported by our affiliates in japan, post transfemoral transcatheter aortic valve replacement procedure for a 20mm sapien 3 ultra resilia valve, hemolysis due to perivalvular leak (pvl) was observed. Index procedure was completed with trivial to mild pvl. On postoperative day (pod) 4, blood test revealed that lactate dehydrogenase (ldh) was elevated to 1000's. The pvl was worsened to moderate. Hemolysis was determined as due to pvl. Blood transfusion was executed (amount unknown). Per an additional report, surgical valve replacement is scheduled (date unknown). The cause of the pvl was the gap created when the calcification on the leaflet was pushed during the valve inflation. Per additional information obtained through the post-marketing surveillance reporting system, there was hemolytic anemia and acute kidney failure. The pvl was mild to moderate. The kidney failure was eventually resolved; however, hemolytic anemia continued. As a result of conference, explant was decided. On postoperative day 32, surgical aortic valve replacement was executed. Hemolytic anemia was resolved, and the patient was able to be discharged on postoperative day 39.

Manufacturer narrative:
Updated sections b5 and h6- impact code.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for paravalvular leak was unable to be confirmed due to unavailability of the medical report, imagery, or device. However, review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Available information suggests that patient factors (calcification) may have contributed to the reported pvl event. In this case, there was no allegation or indication a product malfunction contributed to the hemolysis. Investigation results suggest that the mild-moderate pvl caused or contributed to the reported hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.